Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery. It was reported that there was difficulty tracking and verifying multiple instruments during a case last week. Specific issues tracking frontal balloons. The flat emitter was used. The patient laid on a yellow gel donut with a thin, purple egg-crate type padding under their shoulders. In addition, the site used a magnetic instrument mat. They did have an issue with the frontal balloon tracking until the middle turbinate. Once the balloon was in the frontal sinus, the system tracked again. Trace was used, and placed a point at the columella. The accuracy was at .5 or .6 and the screen showed all sinuses were within the green 1mm circle. Troubleshooting was performed. They moved the mat back and forth towards the patient tracker, and it made a .2-.3 difference in the metal count values. There were no obvious metal observations near the patient. There was a delay of less than 1 hour and no impact on patient outcome. Additional inf ormation was received. It was reported that 3 cases have been performed without issues after replacing the flat emitter.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e mitter 9733752 axiem 3 table top. No parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the emitter was returned to the manufacturer for analysis. Analysis determined that the complaint was not verified. Testing was not able to measure metal interference using the software. The emitter connected and tracked as expected. A pegboard test was performed with passing results. No physical damage was seen. H6: codes b01, c19 and d14 are applicable to the analysis findings. The lot number of product ID: 9733752 was received. The lot number is 603004439. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.